Event description:
An integrity bare metal stent was being used to treat a lesion. The lesion was 80% stenosed and calcified. The device was removed from packaging per IFU and inspected and prepped prior to use with no issues noted. The lesion was not pre-dilated. Resistance was encountered when advancing the device and excessive force was used during delivery. It is reported that the stent failed in the stenosis in the om1 the stent became deformed during positioning. A new stent was used to complete the procedure. There was no patient injury. The physician indicated that the event was related to the device. Evaluation summary: the distal tip was damaged. The 6th, 7th and 8th distal stent segments were deformed with struts raised. Image review the cardio angiogram images show evidence of stenosis present in the vessel and calcification. The vessel appears tortuous. The vessel is treated with a stent which appears to be deployed in the vessel. There is another attempt to deploy a smaller stent possibly the 3.5x9mm integrity stent. From the images the stent deformation cannot be confirmed. The images continue and there appears to be balloons used to dilate the vessel prior to the attempt to stent the vessel after the failed deployment of the integrity stent. The images confirm the poor morphology of the patient but the images cannot fully confirm the stent deformation.

Manufacturer narrative:
Results: stent deformation, lesion morphology, excessive force used when attempting to advance the device to the lesion, deformation problem. Conclusions: lesion morphology, stent deformation, excessive force used when attempting to advance the device to the lesion. (B)(4).